Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for high impedance and a high rate nst event. It was determined that the lead was loose in the header. The implantable cardioverter defibrillator (ICD) had a loose setscrew. The lead was revised as the setscrew was tightened. The lead and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947m implantable tachy lead, implanted: (B)(6) 2013. (B)(4).